Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the electronic-drawer had obstruction. A field service engineer (fse) found that one of the two locks on the pas e-drawer was not functioning. The key was not fully inserting due to a burr on one of the moving parts. The obstruction was cleared using a small flathead screwdriver. The key was then turned multiple times without any issues. The e-drawer was confirmed to lock and unlock properly. Proactive visual inspection was performed. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter other occupation: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es damaged lock on back of station. The customer stated that this device affected by this event may cause the user to be exposed to sharp edges, potentially experiencing laceration that may require medical or surgical intervention there were no adverse events or injuries reported based on this event.